Event description:
Treatment of an ic (internal carotid) - cave aneurysm. During the procedure, it was reported that the implant coil could not be detached with the instant detacher nor the manual method (an alternative detachment method presented the instructions for use); therefore, it was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The returned device has been evaluated and the implant coil detached normally via the manual method distal of the break location.(B)(4).